Event description:
It was reported that a homechoice cassette was leaking. The location of the leak was further described as, "the location seemed to be a green tape of the cassette unit". This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no issues were noted. Under water pressure testing was performed, and no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.